Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 3.3, laboratory inr: 9.21 result verified 9.59, therapeutic range: 2.0 - 3.0. The tests were performed simultaneously. The laboratory inr result was received approximately two (2) hours later and the pt was taken to the emergency room. At 19:05, the laboratory inr=10.2; prothrombin time (pt)=121.6; hemoglobin(hgb)=10.5 and hematocrit (hct)=31.2%. The pt was hospitalized with supratherapeutic inr. The pt's warfarin was held and vitamin k was administered. The pt's inr stabilized. On (B)(6) 2014, the pt's inr was 2.49 and the pt was discharged from the hospital in stable condition. There was no additional info provided.